Event description:
Same case as MFR report #: 2134265-2008-03201, -03204. Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated four target lesions. Target lesion one was a de novo, moderately calcified, moderately tortuous, proximal rca (right coronary artery) lesion measuring 3.0x12mm with 90% stenosis. Target lesion one was treated with predilation and placement of a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a de novo, moderately calcified, moderately tortuous, mid rca lesion measuring 2.5x16mm with 85% stenosis. Target lesion two was treated with direct stenting using a 2.5x16mm taxus liberte stent resulting in 0% residual stenosis. Target lesion three was a de novo, moderately calcified, moderately tortuous, distal rca lesion measuring 2.25x16mm with 85% stenosis. Target lesion three was treated with predilation and placement of a 2.25x16mm taxus liberte stent resulting in 0% residual stenosis. Target lesion four was a de novo, mildly calcified, moderately tortuous, ramus lesion measuring 2.5x12mm with 90% stenosis. Target lesion four was treated with predilation and placement of a 2.25x12mm taxus liberte stent resulting in 0% residual stenosis. Balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported for the 3.0x12mm, 2.5x16mm, and 2.25x16mm stents. The investigator reported the balloons were removed by "guiding catheter extubation strong withdrawal". There were no reported patient complications.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.